Manufacturer narrative:
The insulin pump had intermittent act button response due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, a stained end cap sticker and a corroded battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a jammed act button with intermittent response. The customer's mother did not know the blood glucose reading. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.